Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what color was the sliver of plastic that appeared to be shaved off? Were all pieces retrieved from the patient? The sliver was green and yes it was removed.

Event description:
It was reported that during an unknown procedure, on the first firing of a plee60a the blade seems to have shaved the inside of the blade channel on the gst60g. There is a sliver of plastic that appears to have been shaved off. According to the hospital the staples deployed properly and no special action was taken. The case proceeded with no further incident. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57j84. Investigation summary: the analysis results showed that one gst60g cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. No functional test could be performed due to the condition of the reload. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One picture was provided; the picture shows the proximal end of a green reload from the top view, the visible drivers can be seen up. The reload can be seen damaged with traces of flash noted.